Event description:
It was reported that while squeezing to activate a cardinal health hot pack, fluid from the pack spurted out across the patient¿s right arm and also into the patient¿s eye. Customer has indicated that they cannot provide any additional information on the reported injury, additional treatment or how the pack material was removed from the patient after several requests for this information.

Manufacturer narrative:
Device history review was completed on the reported lot number v1k164. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. 70 samples were received and reviewed. The samples were not activated. The samples were visually inspected, activated, and then inspected again for reported failure mode. The failure mode was unable to be confirmed via evaluation of the returned samples. A warning is being added to the label which instructs customer to activate away from all people. The manufacturing site will continue to monitor complaint trends.